Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Nurse reported that patient was injected in the cheek with juvéderm® volite¿. The next day, the upper corner of the mouth on the right cheek turned reddish purple(embolism on cheek (upper corners of mouth). After about a week, the patient visited the hospital and was monitored by applying an ointment without dissolving the volite. The patient recovered after that.